Event description:
During insertion of the iab over the guide wire, the guide wire was noted to be seen within the balloon. Due to this, the entire assembly was removed and replaced. There were no pt complications.